Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad responsiveness issue. Reportedly, all the keypad buttons are not responding consistently to user input. Sometime they give an intermittent response and sometimes they give a hyperactive response. There is no damage to the subject pump. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow up #1 submitted: 09/11/2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact without damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any damage, defect or contamination. Investigation was unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.